Event description:
During a ptca treatment procedure, the maverick2 monorail 20x1.5 mm balloon ruptured at six atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 60% stenotic lesion in a tortuous left anterior descending coronary artery. The physician used a 6 fr diag introducer sheath for vascular access, and guidant guide wire to cross the lesion. The maverick2 monorail balloon was removed nad replaced with another balloon to successfully complete the procedure. When viewed outside the patient's body, a hole was found in the balloon material. No patient injuries or complications were reported. Patient status is reported as `normal'.